Event description:
On (B)(6) 2013, it was reported that this vns patient had horner¿s syndrome, suffered during the initial implantation of vns. This surgery occurred on (B)(6) 2013. The patient's eye lid droops significantly, and the pupil will not dilate properly. The neurologist believes it was a result of placement of vns.

Event description:
Product information was received.

Manufacturer narrative:
Serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.